Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. A double curve sheath was first used after the physician crossed the septum. Once in the laa, they noticed a kink on the double curve sheath so it was exchanged with an anterior curve sheath. Once in the laa with the new was, the physician used different fluoroscopy views to visualize the laa. They decided to use a 27mm closure device. The pigtail catheter was removed and the 27mm device was introduced via the anterior curve sheath. As the physician was going up with the device, they injected contrast to visualize their position. The physician noted that there was a perforation with pericardial effusion along the heart border on fluoroscopy. The patient was stable and it was decided to deploy the 27mm device. The patient was then transferred to the intensive care unit for closer observation. The next day the closure device was assessed using transesophageal echocardiogram. The images showed that the device was still in a good position with a small leak on the anterior side. The patient remained stable and was discharged home.